Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited loss of bi-ventricular pacing and atrial undersensing. There was previously noise on the ra channel, and the device had been reprogrammed at that time. The ra noise was oversensed and caused inappropriate atrial tachy response (atr) episodes. The noise appeared to be oversensed from minute ventilation signals. Additionally there were spikes in the ra impedance measurements. The device was reprogrammed and there were no additional actions planned. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was provided which noted that there were new episodes of ra noise, oversensing, and inappropriate atr episodes after the device had been reprogrammed. Further troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.